Event description:
The medtronic sales representative reported a doctor was inquiring about protocol procedures to prevent reoccurrence of endotracheal tubes collapsing on three different occasions. This was a general inquiry about protocol from the doctor, and no specific emg endotracheal tube was identified. While there was no specific patient event, and there had been previous reportable events on the emg endotracheal tube, it was determined that a MDR would be filed by medtronic.

Manufacturer narrative:
Several attempts have been made by medtronic to contact the physician to inquire about the patient's status, exact nature of the complaint, and also attempted to gather further information pertaining to the previous occasions or events mentioned by the doctor. If additional information is obtained from the doctor or facility, a follow-up report will be filed. (B)(4), the actual type and size of endotracheal tube was not provided.